Event description:
The dentist reported that 2 yrs after the dental implant was installed in intra-oral region #12, occurred its fracture. The implants were placed in region #12 on (B)(6) 2012, and achieved 60 ncm of primary stability. On (B)(6) 2014, pt returned to the office with half of fractured implant in his hands. On (B)(6) 2014 the remaining portion of the implant was removed.